Event description:
Nurse reported that patient could taste his medications this am [morning], which were administered via small bore ngt [nasogastric tube]. Repeat cxr [chest x-ray] confirmed tube placement. Rd [registered dietitian] noted coil on x-ray and concern for compromised integrity of tube. Rd pulled old tube, and it was broken at the 64cm mark with noted ballooning at broken part. Gi [gastrointestinal] was consulted, xr [x-rays] were ordered, pt (patient) underwent egd [esophagogastroduodenoscopy] for removal of broken piece retained in stomach.